Event description:
Overdelivery reported. The pump was set to deliver d5 1/2ns with 20meq potassium at 75-100cc/hr on the primary line, concurrent with heparin (25,000u in 250cc of d5w) at 14cc/hr on the secondary line. On 5/3/99, it was reported that within one hour, 140ml had emptied from the heparin bag. The pt's "clotting factors were abnormal for 10 hours," but no bleeding or other adverse effects were reported. The heparin drip was restarted the next day. No pump alarms were reported.